Manufacturer narrative:
Dexcom, inc, and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she had performed a sensor insertion incorrectly by removing the applicator prior to proper positioning of sensor on her skin. The pt then proceeded to reposition sensor into the applicator and attempted insertion again. Sensor was inserted halfway into her skin after pt had tampered with product. Upon removal of sensor patch, the sensor wire remained inserted and was protruding from her skin. Pt was able to manually pull the wire out of her skin. Pt reports not experiencing any pain or discomfort at site of insertion. During her call to dexcom technical support, pt reports feeling fine.